Event description:
The pt's mother reported that on three different occasions, the pt has slept in and her blood glucose levels were subsequently elevated, and she was positive for ketones. Reported (B)(6)2010, the pt slept until 12:30 pm and when she woke up, her blood glucose was 444 mg/dl. Insulin was delivered via injection to correct elevated blood glucose.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. The data for the time of the reported incident is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no insulin delivery issues occurring.